Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a drop in sensing amplitude and increased capture thresholds. A chest x-ray revealed that the lead had dislodged. The lead remained implanted.